Event description:
Same event as manufacturer's report #: 6000130-2007-00074. It was reported that the tips of two pt2 guidewires separated during a procedure and the patient expired. The anatomy was reported as "very, very tortuous." First, the 185cm guidewire was being withdrawn from the obtuse marginal (om) and the wire tip broke at a 90 degree bend between the om and the circumflex (cx). Following deployment of a stent in an unk location (manufacturer unk), the physician advanced a 300cm pt2 guidewire with the the intention of trapping the separated tip from the first one, however, that tip broke as well. Then, the physician "discovered a major thrombus from the left main coronary artery, the left anterior descending and obtuse marginal artery. The clinical condition deteriorated to a fatal arrythmia and susbsequent death. Autopsy did not show evidence of vessel perforation."